Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat a paroxysmal atrial fibrillation a farawave and a faradrive were selected for use. It was reported that during preparation a little resistance was felt in the device, also during procedure it was difficult to manipulate the guidewire, there was a lot of resistance, and the deployment of the catheter was very difficult. It became very stuck inside the catheter. The catheter was removed from the patient and another guidewire was tried, but there was a resistance at handle height too. The catheter was changed by another one and the issue was solved. After changing the catheter and introducing it in the sheath, the physician aspirated from the sheath's lateral port, but there were a lot of bubbles. No air was seen in the patient. The sheath was changed by another one and the issue was solved. The procedure was completed without patient complications. This complaint was created for the catheter. The devices are expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. The device was returned without any guidewire inserted. An attempt to insert a new guidewire with rotation was made and it was unsuccessful because it was unable no insert, additionally during the attempt it was felt a damage inside the guidewire lumen. Due to the damage to the guidewire lumen, deployment testing could not be performed. The catheter was dissected to further inspect the cause of the inability of the guidewire insertion and the guidewire lumen damage. Upon dissection it was noted that the guidewire lumen was broken 0.9 cm distal to slider inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination, and the collapsed braid, these issues are related with the inability to insert the guidewire inside the guidewire lumen. Additionally, some adhesive residues were observed on the break point of the pebax. The reported event was confirmed.

Event description:
During an ablation procedure to treat a paroxysmal atrial fibrillation a farawave and a faradrive were selected for use. It was reported that during preparation a little resistance was felt in the device, also during procedure it was difficult to manipulate the guidewire, there was a lot of resistance, and the deployment of the catheter was very difficult. It became very stuck inside the catheter. The catheter was removed from the patient and another guidewire was tried, but there was a resistance at handle height too. The catheter was changed by another one and the issue was solved. After changing the catheter and introducing it in the sheath, the physician aspirated from the sheath's lateral port, but there were a lot of bubbles. No air was seen in the patient. The sheath was changed by another one and the issue was solved. The procedure was completed without patient complications. This complaint was created for the catheter. The device has been returned.